Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedances. The patient hasn't been checked in almost two years. Further review found that a year ago, the values were 117 ohms and now, they were 165 ohms. Isometrics and pocket manipulations were performed, but no noise was produced. A commanded shock was recommended and then performed. The commanded shock failed to convert the patient and a code 1005 was displayed. A revision occurred after the shock and this rv lead was surgically abandoned. The existing implantable cardioverter defibrillator was also replaced. No additional adverse patient effects were reported.